Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male (race unknown) with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient had a hematoma on the ECMO access site and bleeding at the impella site. The staff halted heparin. The patient was on impella support for 298.95 hours before the family withdrew care and the patient expired. No relationship between the cause of death and the impella.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. The cause of the access site bleeding issue was most likely patient condition related since the bleeding was reported at multiple access site, based on given clinical details.